Manufacturer narrative:
Results: from the pictures provided by bd, it was confirmed the blood was attached to the outside near the connection between the tubing and luer connector. On the other hand, there did not appear to be any damage on the tubing surface or luer connector, or poor connection to show the cause of leakage. (B)(4) retained samples of the lot were checked visually and no appearance defect such as damage on the tubing surfaces or luer connectors were found and the bonding conditions were normal. Water sampling tests were conducted for (B)(4) of the retained samples and all samples could collect water without any malfunction. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7a1111. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd safety-lok¿ blood collection & infusion set had blood leak out of the tubing that connects to the hub during draw and blood leaked onto the patient and phlebotomist. No injury or medical intervention reported.